Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer's blood glucose level rose to 467 mg/dl after discovering that their infusion sets were bent. The customer displayed symptoms such as nausea, vomiting, dizziness, sensitivity to light and negative on ketones. The customer treated their symptoms with manual injections and feels fine. The customer was assisted with troubleshooting and found that their wizard bolus values may be off. The customer will consult their health care provider about the issue. The insulin pump was not returned for analysis.